Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and pacing impedance high within range. Technical services (ts) was consulted and noted loss of capture and noise signals. The lead was explanted and replaced. No additional adverse patient effects were reported.